Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device experienced a "lack of power." It is known that the event occurred during surgery. It is known that there was no patient or user injury or medical intervention reported related this occurrence. No additional information is available.